Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x5/8 rb needle was broken. Verbatim: we had an issue with a nurse having the needle of the 25g x 5/8" ref: 305901 breaking off and getting stuck in a vaccine vial. Vial and needle have been disposed of, but we were just wondering if this is something that can happen from human error or if it is a known issue with some of the needles. Is it ok to use the remaining needles in the box? None of the previous needles had this issue that were taken from the box, just this specific on. Thanks, additional information: date of the incident was may (B)(6) 2026 and lot # 4058321.